Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where the user access failed. The device displayed an error when the user tried to login to the server. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system services were not running. A technical support specialist (tss) verified the server and found that all bd services were not running. The server was an all-in-one system. All bd services and structured query language (sql) services were started. The carefusion coordination engine (cce) was verified, and the services appeared to be running properly. Once the bd services resumed, the station patient delay warning and critical override warning were cleared. Users were able to log in successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.